Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2019-14308. It was reported the patient was experiencing ineffective therapy (related manufacturer reference number:1627487-2019-14310 & 1627487-2019-14311) and the patient's system was unable to enter MRI mode due to high impedances on the s2 leads. As a result, surgical intervention may be undertaken in the future.